Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor device ruptured during filling. The device was being filled with deferoxamine at the time of the rupture. The facility reported there has been no recent change to filling procedures, staffing, or drug content. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.